Manufacturer narrative:
Review of the device history records and additional testing of the reserve samples confirms that the product meets acceptance criteria.

Event description:
Following initial procedure the patient complained of redness and swelling. Subsequently, the patient underwent revision surgery to perform drainage, debridement and partial removal of the device. No additional adverse events associated with this incident have been reported to date.